Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "patient in community when PICC flushed found to have a hole near the wings. Only been in for approx 2 weeks. The hole in the line resulted in patient missing a full 24hr dose IV antibiotic via an elastomeric pump in community and patient had to return back to hospital to have a new PICC line inserted as prescribed length of treatment had not finished." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "patient in community when PICC flushed found to have a hole near the wings. Only been in for approx 2 weeks. The hole in the line resulted in patient missing a full 24hr dose IV antibiotic via an elastomeric pump in community and patient had to return back to hospital to have a new PICC line inserted as prescribed length of treatment had not finished." No other information was provided.

Event description:
It was reported, "patient in community when PICC flushed found to have a hole near the wings. Only been in for approx 2 weeks. The hole in the line resulted in patient missing a full 24hr dose IV antibiotic via an elastomeric pump in community and patient had to return back to hospital to have a new PICC line inserted as prescribed length of treatment had not finished." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of split was confirmed and was determined to be use related. The product returned for evaluation was 4fr single wait powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.